Manufacturer narrative:
Inspection of the device found the exposed cannula to be stretched. The cannula was observed to be out of specification. Fluid was observed to be leaking through a tear in the exposed portion of the soft cannula. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin. It could not be conclusively determined when this damage occurred or if this was linked to the reported event.

Event description:
It was reported the patients blood glucose level rose to above 400 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient used manual correction with a syringe.